Event description:
A patient was implanted with a 3.5mm lcp medial proximal tibia plate approximately one (1) year ago. The patient was returned to the operating room on (B)(6) 2012 for removal of the hardware. Reportedly, the hardware was removed because the patient requires a total knee replacement which will be performed on a future date. All hardware was given to the patient and is not available for return. This is the sixth of 10 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing, no conclusion can be drawn as no device was returned or part number or lot number provided.